Event description:
It was reported that during the procedure, this right atrial (ra) lead was observed via fluoroscopy that the insulation (external portion), was damaged (ruptured). This lead was exchanged for a new to complete the procedure. No adverse patient effects were reported. This lead is expected for return.